Event description:
A customer contacted beckman coulter inc. (Bec) regarding false high ca results for 18 patient samples generated by their unicel dxc 880i synchron access clinical system. The results were reported out of the laboratory and when the issue was noticed, 56 samples were repeated on another dxc instrument and 26 reports were amended. Bec review of the data showed that the differences in results for 8 of the samples were within assay precision claims and not erroneous.

Manufacturer narrative:
On the day of the event, some levels of ca qc showed imprecision of up to 0.7 mg/dl with some fliers exceeding the 2 sd qc range. It is unknown at what time the samples were run. A field service engineer (fse) went on-site, cleaned the flowcell and electrode ports and replaced the co2 membrane due to residue. Shortly after the fse left the account, the customer called back stating they continued to have erratic ca qc recovery. (No patients were run due to the erratic qc recovery) fse returned on-site and replaced the carbon bridge which resolved the issue. Instrument performance was verified. The cause of this event was the carbon bridge.